Manufacturer narrative:
This report is submitted on june 21, 2024.

Event description:
Per the clinic, the patient experienced a skin flap breakdown followed by skin necrosis at the implant site. Subsequently, the device was explanted on may 23, 2024, and the patient was reimplanted with another cochlear device during the same surgery.